Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-731b-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported during prostate procedure at 78,671 joules and 45 minutes of use; fiber beam was noticed to get weak and the tip of the beam split into two was observed. The tip of the fiber was cleaned but the issue was not resolved. The procedure was completed using second fiber. Patient outcome: "good, no complications" was reported. No injury to patient reported.